Manufacturer narrative:
Dural tear and cerebrospinal fluid leakage. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt demographics: no. Of patient- 32, gender- female (male-13; female-19), age range- 19-65, mean age- 40.7 years it was reported in the literature titled ¿posterior atlantoaxial facet joint reduction, fixation and fusion as revision surgery for failed suboccipital decompression in patients with basilar invagination and atlantoaxial dislocation: operative nuances, challenges and outcomes¿ that a total of 32 patient diagnosed direct posterior afrf. Bilateral c1lm screws were inserted in all 32 patients. For 6 patients with thin c2 pedicle, 4 patients with kfs were managed via c3pss, and other 2 patients were managed via c2/3tass. Clinical symptoms improved in all patients. Intraoperative dural tear and cerebrospinal fluid leakage occurred in 3 patients during dissection and were managed by direct suture repair and lumbar drain. Abnormal va was identified in 7 patients and sfof-vr technique was used to delineate the course of the va and no va injury occurred during surgery. The average follow-up was 19.1 months (range, 6¿48 months) and atlantoaxial bone fusion was confirmed in 31 patients at the latest follow-up. One patient had no solid fusion after 12 months and received reoperation. No other severe perioperative complication occurred in this series. Compared to preoperative parameters, the postoperative adi significantly reduced and the postoperative wackenheim line showed significant improvement. Adverse events: intraoperative dural tear and cerebrospinal fluid leakage occurred in 3 patients during dissection and were managed by direct suture repair and lumbar drain. One patient had no solid fusion after 12 months and received reoperation.